Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with information noting the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately one year after device system implanted. The cause of death has been requested and not received.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with information noting the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately one year after device system implanted. The cause of death has been requested and not received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with information noting the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately one year after device system implanted. The cause of death has been requested and not received. Additional information received indicated the cause of death is metastatic lung cancer.

Manufacturer narrative:
Product event summary (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Additional information obtained indicated the cause of death was metastatic lung cancer.